Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of a cardiac contractility modulation device signal, leading to undersensing of the intrinsic activity. Technical services (ts) was consulted and noted ventricular pacing percentage to be consistently below four percent. No adverse patient effects were reported. This device remains in service. Additional information was received indicating another instance of under sensing of the intrinsic activity due to oversensing of the cardiac contractility modulation (ccm) device signal. Ts advised on adjusting the programmed parameters of the ccm device. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of a cardiac contractility modulation device signal, leading to undersensing of the intrinsic activity. Technical services (ts) was consulted and noted ventricular pacing percentage to be consistently below four percent. No adverse patient effects were reported. This device remains in service.